Manufacturer narrative:
Problem of lead suture broke. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during a therapy of cystocele and anterior sacrospinous fixation with uphold prosthesis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture detached with the needle and was retrieved from the patient. It was unknown how the detached piece was retrieved. The procedure was completed with another uphold¿ lite pelvic floor repair kit. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the returned uphold¿ lite revealed that the suture on the blue dilator was detached. The dilator was torn. The suture with the dart was missing and was not returned. The capio slim suture capturing device was not returned. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during a therapy of cystocele and anterior sacrospinous fixation with uphold prosthesis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture detached with the needle and was retrieved from the patient. It was unknown how the detached piece was retrieved. The procedure was completed with another uphold¿ lite pelvic floor repair kit. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
This event for this patient was also sent under MFR. Report# 3005099803-2017-01115.

Event description:
It was reported to boston scientific corporation that an uphold¿ lite pelvic floor repair kit was used during a therapy of cystocele and anterior sacrospinous fixation with uphold prosthesis procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the suture detached with the needle and was retrieved from the patient. It was unknown how the detached piece was retrieved. The procedure was completed with another uphold¿ lite pelvic floor repair kit. There were no patient complications reported as a result of this event. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.